Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed an irritation that was blistering. The patient's physician prescribed a cortisone ointment and advised the patient that he could remove the lifevest for up to two hours a day. Follow up indicated that the irritation was healing.